Event description:
Patient s/p stemi (st-segment elevation myocardial infarction) has swan ganz and iabp to right groin. Upon doing thermodilution, patient cardiac output (co) waveform not accurate and a "question mark" shows up to the significantly low cardiac index that shows up on the screen. Module box along with cord changed and still persists. Md made aware and instructed rn to "not do any more thermodilutions throughout shift.follow-up done with rn at bedside. Swan ganz catheter remains intact with good pulmonary artery waveform. Co performed with same results, significantly low co, and "question mark." Plan to save swan ganz when discharged.====================== health professional's impression======================does not know.